Event description:
Per clinical site information: the patient had been positioned and the upper warming blanket had been placed onto the patient and switched on. The surgeon was prepping the lower half of the patient and was about to start draping, when some smoke was noticed coming up off the patient. A team member alerted the team and quickly through the warming blanket off the patient, disconnected the wire whilst another member of the team unplugged the warming machine from the wall. Immediately the patient was checked and the surrounding area for any sign of damage and the patient had been unharmed. The patient was checked throughly at the end of the operation for any burn marks of which there were none. The warming blanket and the warming machine have been tagged out of circulation, the company notified and the other devices are being checked by medical engineering.